Event description:
It was reported the customer was hospitalized for high blood glucose level of 414 mg/dl, which was treated with insulin drip. Customer states he was hospitalized due to him losing his quick serter, which resulted in him not being able to manually insert the infusion set. Customer's symptoms were nausea and vomiting. He was not in an accident. Customer was not using the insulin pump at time of hospitalization. Customer was off the device for two days because he didn't have serter to insert infusion set. It was reported the customer will not be released until he has a serter. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.